Event description:
It was reported 5f dl radiology PICC leaked at the casing on the purple hub. It was stated the device was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2167 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refv2167) have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2167 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refv2167) have been reported from the same facility.

Event description:
It was reported 5f dl radiology PICC leaked at the casing on the purple hub. It was stated the device was not used on a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the purple luer adapter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample appeared free of obvious use residues. The catheter was untrimmed. Microscopic inspection of the sample was unremarkable. Both luer adapters appeared well-formed and unremarkable. Inspection of both luer adapters using an iso taper gauge revealed both luers to be within manufacturing specifications. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported 5f dl radiology PICC leaked at the casing on the purple hub. It was stated the device was not used on a patient.